Event description:
It was reported that pump generated cartridge alarm 20 and customer was unable to continue insulin delivery until issue was addressed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on correct cartridge loading technique, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved with no further concerns reported.